Manufacturer narrative:
A philips repair bench technician evaluated the device. The reported issue was confirmed. The repair bench technician found a pacer therapy error (electronic error). The issue was traced to a faulty therapy pca. The repair bench technician ordered a replacement therapy pca, however, there is a global parts hold. Once the part is received, the device will be returned to the customer. We are considering this to be a malfunction of the therapy pca. If additional information is received, the complaint will be re-opened.

Event description:
It was reported to philips that the heartstart xl+ defib test failed. There was no patient involvement.